Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. Patient identifier and weight are unavailable. According to the complainant, the hta procedure was successfully completed. During procedure closure when the drape was removed however, it was noticed that the tubing of the procedure set was resting on the patient's thigh which led to a "heavily irritated" patch of skin. A topical ointment of an unknown type or brand was applied to the irritated patch of skin. The patient's current condition is reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.